Event description:
The oxygen concentrator allegedly shut down while providing therapeutic oxygen to a home care pt. The pt alledgedly sought medical intervention and was comatose for an unknown duration. The pt has since recovered and returned to home oxygen therapy. When asked, the pt's physician indicated that he did not have enough info to determine whether the lack of therapeutic oxygen was related to the pt's need for medical intervention. Diagnosis of the concentrator identified the root cause of the unit shutting down to be bent leads on a solenoid, caused by non-factory repair work on a fitting next to the solenoid. (The factory fitting was replaced with a non-standard fitting, and in the process, solenoid leads were bent allowing the connector to come loose during concentrator operation, resulting in the unit shutting down.